Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 4/24/2015. Electrode belt: 7/6/2011.

Event description:
A us distributor contacted zoll to report that a patient had passed away while reportedly wearing the lifevest (B)(6) 2019. It was reported that the patient was with his wife and got "sick" on the night of (B)(6) 2019. It was reported by the patient's wife that the lifevest was not alarming during this time. Ems was called and CPR was initiated. The patient was taken to the ER and it was reported that the patient was externally defibrillator while in the hospital. The patient reportedly died of respiratory failure early in the morning around 3 am on (B)(6) 2019. Per clinical review of the downloaded data, from 11:48:52 to 02:59:46 on (B)(6) 2019 to (B)(6) 2019, therapy electrode pad placement faults and bradycardia was detected by the lifevest. At 2:44:34 the patient was bradycardia at 30 bpm transitioning to an idioventricular rhythm at 20 bpm with CPR/motion artifact. The rhythm then transitions to vt from 110 bpm to 140 bpm with CPR/motion artifact. The rhythm further degrades to vf with CPR/motion artifact transitioning to an idioventricular rhythm from 80 bpm to 90 bpm with CPR/motion artifact. The patient was in vt/vf for approximately 8 minutes. CPR artifact, motion artifact, and heart rate being below the treatment threshold prevented the lifevest from treating the patient.